Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery and motor error. Customer's blood glucose reading was between 108 and 144 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.

Manufacturer narrative:
Findings: pump received with broken off end cap, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify motor error alarm, excessive no delivery alarm due to broken off end cap. During visual inspection found motor slide rewound passed motor home switch due to leaking oil. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.